Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the auxiliary water channel was observed, nor was any obvious deviation of reprocessing. The cause of the remaining foreign material was presumed to have been the user facility sending the subject device back to the legal manufacturer without reprocessing. The instructions for use (IFU) shows how to detect the event in the following: operation manual: 4.2 insertion: air/water feeding and suction: air/water feeding it is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device side water channel. The customer's originally reported issue of angle knob too stiff was not confirmed, although low angulation and knob play were confirmed. The following additional findings were also noted: assorted scratches, dents, chips, wrinkles, discolored and peeled components, worn adhesive, light guide bundle in poor condition, insulation resistance value of front end not meeting the standard value due to plastic distal end section scratches, and inability to supply water due to clogging of the tube unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their colonovideoscope prior to an unknown diagnostic procedure, it was noted that the device had decreased angulation and an angle adjustment knob that was too stiff, even though angle adjustment technically worked. The procedure was completed with a similar device with no further issues and no delay. Upon inspection and testing of the returned unit, foreign material came out of a blockage of the device¿s side water channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.